Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient reported pain and bleeding at their implantable neurostimulator (ins) site. The patient stated that the bleeding is still occurring since implant and the pain has gotten worse since implant. The patient would follow up with their healthcare professional (hcp). No product issues were reported. No further complications were reported/are anticipated. Additional information was received from a consumer. It was reported that the patient was having a problem. Additional information was received from a healthcare professional (hcp) on 2017-mar-22. It was reported that a wound culture was performed related to the pain and bleeding. Antibiotic therapy was initiated and the culture revealed resistant antibiotics. Antibiotics were switched on (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Additional information received from hcp reported the patient's weight at the time of the event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.